Event description:
It was reported that the patient¿s continuous glucose monitoring integration failed to pair and the cgm sensor required replacement; the agent guided the patient to use blood glucose run mode and noted the patient had a dexcom g7 available, consistent with an intermittent communication failure associated with the antenna and electrical/magnetic components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure traced to device antenna and electrical/magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was component failure.